Manufacturer narrative:
Manufacturer's investigation conclusion: the controller event log file contained data from 14nov2020 19:51:09 through 15nov2020 12:13:44. A string of driveline communication faults was captured on 15nov2020. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these events, the pump operated at the set speed for the duration of the log file. The pump appeared to operate as expected. The controller periodic log file contained data from 04nov2020 20:47:24 through 15nov2020 11:45:44. One driveline communication fault was captured on 15nov2020. No other atypical events were captured. The lvad event and periodic log files captured no atypical events. The account reported a driveline communication fault, and the vad coordinator exchanged the patient¿s modular cable and put them on a backup controller with no return of alarms. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22aug2018. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: (B)(4). It was reported that there were driveline communication fault alarms. The log file revealed driveline communication faults that were due to communication b faults.